Event description:
It was reported that the device reached elective replacement indicator (eri) in less than two years, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead - (B)(6) 2012; 5076, implantable pacing lead - (B)(6) 2012. (B)(4).